Event description:
Customer returned this device for the issue of leaks in the distal tip observed during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, the light guide cover glue was observed to be peeling. The biopsy channel also had a leak and when checked with borescope had internal cuts.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the light guide cover glue was observed to be peeling. The biopsy channel also had a leak and when checked with borescope had internal cuts. The user¿s complaint of distal end leaks was confirmed. The device repair of oct 3, 2018 had included the replacement of the biopsy channel. This was the last repair instance previous to this one. Other observations for the device are: probe unit adhesive peeling; distal end rubber coating (a-rubber) glue has crack; angulation is low and wire stretched; and control knob has play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the adhesive on the distal end peeled due to stress, handling, or another unknown issue. The root cause of the event was unable to be identified. The following is included in the instructions for use: ¿3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.